Event description:
The customer reported they were "unable to get images." The field engineer clarified that the system would not display a live fluoroscopy image, thus making the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.